Event description:
The customer reported that the insulin pump was failing to deliver the full dosage of a bolus and it happened four to five times. The caller mentioned getting a no delivery alarm, then he tried again and it worked. The blood glucose reading was 225mg/dl. Assisted the caller to run a fixed prime test and the insulin did exit. Troubleshooting could not be performed as customer has been at the public parking lot. Instructed the customer to call us back before changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.